Event description:
This lead was implanted on (B)(6) 2000 and explanted on (B)(6) 2011 due to mrsa. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).